Event description:
It has been reported to philips that the system was unable to make new images. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the hard disk spare part which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to make new images. A review of the system logfile found that there was a malfunction with ippc. Upon troubleshooting actions, fse discovered that the image disk was full, and cannot download the software because the hard disk was corrupted. Fse replaced the hard disk and downloaded the os and app software. After the replacement of the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.